Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl; cause was unknown. Customer required assistance from school nurse to treat bg level via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.